Manufacturer narrative:
A ge representative evaluated the system and found a plastic bag wrapped tightly around the tube, cutting off circulation. Ge rep cut the bag off and continued evaluation for problems found in the error log. No further problems found. System operates as intended.

Event description:
Customer reported the system overheated and shut down. No patient injury was reported.